Manufacturer narrative:
Further investigation of the issue included a review of the complaint text, a review of the instrument by an abbott field service representative (fse), a search for similar complaints, and a review of labeling. The fse identified that the outlier results all originated from cuvette 313 on the analyser. When the cuvette was examined it was noted that it had a piece of the cuvette present, close to the lightpath beam. This piece originated from the top of cuvette and was dislodged close to the bottom internally. The cuvette was replaced on (B)(4) 2012 which corrected the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect c16000 analyzer; list 3l77, was not identified.

Manufacturer narrative:
High test results; (B)(4) no consequences or impact to patient; (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results for one patient. The customer provided the following results: (B)(6) 2012 (sample ID (B)(6)); initial result: 6.84 mmol/l, retest 6.94 mmol/l, 0.9 mmol/l. No additional patient information was provided. There was no adverse impact to patient management reported.